Manufacturer narrative:
Device received with currents in spec. No unexpected failed battery test, off no power without low battery indicator anomaly noted. No motor position encoder error alarm on alarm history screen. No motor error alarm. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. No dying device during our testing. Lcd board ok.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm and an off no power alarm. Customer's blood glucose was 489 mg/dl. Customer was unable to check the alarm history due to the device would turn off every 2 minutes. Device did not alarm a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.